Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification in relation to the customer reported 'upstream occlusion' which was not duplicated during evaluation. A review of the event history log identified 'upstream occlusion!' Messages, evaluation did not reveal a device malfunction during testing. The ' upstream occlusion!' Alarms in the log were likely a result of normal pump operation. The reported condition was verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.